Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the nc quantum apex catheter was received inside a nc quantum apex product pouch that matched the information on the device. There was blood in the balloon and inflation lumen. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall adjacent to the proximal end of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, balloon rupture occured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The 8mm x 2.00mm nc quantum apex mr balloon catheter was used for predilation. The balloon ruptured at 12 atms. The number of inflations is unknown. No kink was noted prior to use and no resistance was encountered during the procedure. The balloon was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.